Event description:
On (B)(6) 2015 at 8:10, the aviva expert meter recommended customer take 27 units novorapid (this seemed reasonable based on food intake). Customer felt symptoms of hypoglycemia, and when she tested her blood again at 9:30, she had a reading 1.9 mmol/l. She was hallucinating, had pain in her stomach. Mother gave her glucose and called the ambulance. They arrived about 5 minutes later, and result on their meter was about 5 mmol/l. She went to hospital and they tested her blood there about 1.5 - 2 hours later, result was 8.2mmol/l. They tested her blood on her aviva expert meter as well; about a couple of seconds later, different finger pricked, result was 9.4 mmol/l. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.